Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to possible infection. Reportedly, the patient suddenly visited the hospital, complaining of itching in the wound and was admitted. Additional information indicated that after further examination it was revealed that there was a strong suspicion of wound dehiscence rather than infection and a wound debridement was performed. There were no additional adverse patient effects reported. This pacemaker remains in service.